Event description:
The needle broke off in the pt's abdomen (med device complication). Case description: this spontaneous case reported by nurse, received from another country reported as " the needle broke off in the pt's abdomen", concerns a female pt treated with novofine 32g from in 2008 due to type 2 diabetes mellitus. No medical history reported. In the night on the same day, this hospitalized female pt started using the suspected needle. In the morning on the next day, a nurse reused the needle to inject 6iu of novomix 30 flexpen (dual-acting insulin, aspart) for the pt. The needle broke off in the pt's abdomen after she finished the injection. The pt had been trained in use of devices by a diabetes nurse. An x-ray showed the needle and it was removed by laser surgery at 11:40 am on the same day. The procedure took more than an hr. Batch number is unobtainable and the product will not be returned for analysis. The outcome is reported as recovered completely. Date of outcome was not reported. Reporter's causality: probable novo nordisk's causality: reportable. Comment: reporter's alternative aetiology: unk.